Event description:
Initial result for a pt sodium was 118 mmol/l. When repeated, the result was 131 mmol/l. The incorrect result was not used to determine pt therapy. The field svc rep found the ise unit height required adjustment and repaired the instrument by adjusting the height.